Event description:
It was impossible to drain the drip chamber into the collection bag. The system has been changed but the problem recurred. The nurses had to drain the system by syringe. The risk of infection has been increased for the patient as well as for the nurses; the patient had (B)(6). The sample will not be returned.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.